Event description:
On 08/01/2008 the pt reported that the down button of her infusion device was no longer working. The infusion device was not dropped or exposed to water. She discovered the defective button in 2008, while attempting to perform a quick bolus. She then attempted to perform a standard bolus but was unsure if she did it correctly because her blood glucose was elevated to 215 mg/dl when she woke up the following morning. She bolused 4 units of insulin and her blood glucose lowered to 198 mg/dl 1 hr later. Her blood glucose measured 89 mg/dl at 12:30 pm. Her normal blood glucose range is 90-120 mg/dl. The pt switched to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.